Event description:
It was reported that an unspecified number of bd insyte-w¿ IV catheters with wings 24ga 0.75in experienced catheter splitting/cracked which was noted during use. The following information was provided by the initial reporter: we have a complaint on a lot# of catheters that would be defective for the reference bd insyte w 381312 lot n° 8326840 the plastic tip that is supposed to stay in the vein when the trocar is removed, splits in half. The catheter is then unusable. The client finds a defect on 1 out of 3 catheters in the box. There was no contact with blood or any other product. Indeed, the problem prevented the catheter from being inserted as soon as it came out of the container. There were no consequences on the staff or the patient the only action taken was to dispose of the box in question, which had the same defect in all the catheters.

Manufacturer narrative:
This complaint has been identified as a duplicate of MFR report #: 8041187-2020-00451. As this incident has already been captured, this report can be disregarded.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd insyte-w¿ IV catheters with wings 24ga 0.75in experienced catheter splitting/cracked which was noted during use. The following information was provided by the initial reporter: we have a complaint on a lot# of catheters that would be defective for the reference bd insyte w 381312 lot n° 8326840. The plastic tip that is supposed to stay in the vein when the trocar is removed, splits in half. The catheter is then unusable. The client finds a defect on 1 out of 3 catheters in the box. There was no contact with blood or any other product. Indeed, the problem prevented the catheter from being inserted as soon as it came out of the container. There were no consequences on the staff or the patient. The only action taken was to dispose of the box in question, which had the same defect in all the catheters.